Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate, unknown results on the subject meter compared to "1380, 3891 and 4344 mg/dl" on a hospital meter. This complaint is being reported because the results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.